Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent high and low blood glucose (bg) levels. Bg values were not provided. The customer declined to provide additional information regarding the issues and indicated that the high and low bg levels were not caused by the pump. No additional information was available.